Manufacturer narrative:
(B)(4). Upon follow up it was reported, twenty two days after the event onset, the patient was discharged from the hospital. That same day, the patient was recovered from the peritonitis event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4).this report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a breach in aseptic technique which resulted in bacterial peritonitis coincident with peritoneal dialysis (pd) therapy. The breach in aseptic technique was further described as the patient's error. The peritonitis was manifested by abdomen pain and cloudy pd fluids. On the same day the patient was hospitalized for the event of peritonitis. On an unreported date, the patient began treatment with unknown antibiotics (doses, frequencies, duration and routes of administrations not reported) for the event of bacterial peritonitis. Dianeal therapy was ongoing. At the time of this report, the patient was recovering from this peritonitis event. On an unreported date, the patient was retrained on the proper aseptic technique. No additional information is available.